Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer stated that they woke up with high blood glucose but did not provide a blood glucose value at the time of the event. The customer's blood glucose at the time of the call was 273 mg/dl. The customer did not provide information leading up to the event. The customer did not indicate any symptoms or how they were treated in the emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.